Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the IV set/n35/20drop/cqx1/ll the chamber was cracked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: bdj confirmed a crack in chamber. During the investigation at atom medical, cracked chamber was found. No lot number available so a DHR was not able to be performed. Root cause can't be identified.

Event description:
It was reported that during use of the IV set/n35/20drop/cqx1/ll the chamber was cracked. There was no report of exposure, serious injury or medical intervention.